Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recz3519 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the stylet "sheared/fractured" and was left in a patient's arm. Patient to their feedback was not harmed. The facility thinks the stylet broke due to reading of the x-ray and believing there was stylet left however, did not confirm their stylet wire after retracting.